Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella 5.5 device for mechanical circulatory support experienced an access site complication. The patient was admitted in with cardiogenic shock. The impella 5.5 pump was placed, but patient developed a hematoma. The hematoma was treated by surgical intervention. The site was evacuated, a bleeding vessel was closed by clip, and the jp drain had drainage. The pump remained on for several days to support the patient.

Manufacturer narrative:
A.5 race in unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.